Event description:
It was reported that on (B)(6) 2009, while a pt was in the c100 incubator, the staff observed smoke coming from the incubator. The staff immediately removed the pt from the incubator and moved the incubator into the hallway. No pt or staff injury was reported. (B)(4).

Manufacturer narrative:
We are still investigating this report. A follow up report will be submitted as soon as we complete our investigation.